Event description:
It was reported that the t:slim x2 pump battery would not charge, even after attempting multiple troubleshooting steps with the tandem charging cable and wall adapter. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to send a replacement cable and wall adapter via two-day shipping and advised the customer to use syringes and insulin if the pump battery depleted before the replacements arrived.